Event description:
A female patient with a huge right coronary artery fistula into the left ventricle (lv) underwent percutaneous occlusion with a 22mm amplatzer septal occluder (aso). A follow-up echocardiogram three days post-implant revealed a small to moderate residual shunt. The patient was brought back to the cath lab for placement of another device. Due to the location of the fistula and the lack of availability of a sheath longer than 100cm, a 10f sheath was welded into an 11f sheath to act as an extender for the extra length. A 26mm aso was selected and advanced through the 11f sheath, however, at the point of transition into the 10f sheath, the aso pushed the 10f sheath out of the 11f sheath and the aso began to open in the descending aorta. The aso was removed. A wire was advanced through the 11f sheath and maneuvered into the 10f sheath and then a 10f dilator was placed into it, welding the sheaths back together. The aso was attempted a second time with the same result. It was then elected to abort the procedure. The 10f sheath was snared and attempts were made to pull it into the 11f sheath, however, this was not possible as the edge of 10f sheath had flared and there were no larger sheaths available. The 10f sheath was snared and pulled into the femoral artery, past the inguinal ligament and a vascular surgeon was called to retrieve the sheath with a direct cut down of the femoral artery. The patient was noted to be doing fine following the second procedure, however, the next day; the patient was noted to have a drop in hemoglobin from 11 to 8 and some tenderness in the right inguinal area. An echocardiogram performed showed that the 22mm aso appeared unchanged, it was slightly protruding into the lv in the most posterior medial aspect of the lv, just superior to the postro-medial papillary muscle. There was a small to moderate residual shunt from the fistula which appeared slightly less then the previous day's echo. The physician plans to stop the anti-coagulation and with the endotheliazation, the shunting will continue to decrease.

Manufacturer narrative:
Aga medical could not evaluate the 22mm aso involved in this incident since the device remains implanted. The 26mm aso occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: review of the angiograms showed the fistula and its exit point in the left ventricle. Significant tapering of the fistula was observed with a spiral course near the exit point. The waist of the deployed 22mm aso was significantly constricted, and the discs were minimally expanded. Part of the disc appeared to be in the left ventricle. A residual shunt was also observed. The second set of angiograms outlined the attempted deployment of the 26mm aso. The angiograms showed the recapture of the free floating sheath and its recapture into the femoral artery area. The shunt through the fistula appeared to be at least moderate.according to aga's medical consultant, the cause of the shunt through the 22mm aso was due to the significant constriction of the waist in the fistula. The protrusion of the discs into the left ventricle should be followed carefully to ensure no papillary muscle injury occurs, as the left atrial disc will try to expand to reconfigure to its original shape. Additionally, the amplatzer® septal occluder is indicated for closure of atrial septal defects. The modification of delivery sheaths is not recommended by aga medical.

Event description:
A company field rep reported an orthadapt bioimplant used in an anterior talofibular ligament (atfl) procedure had been explanted. Date of implant, explant and the symptoms leading to the explant were not reported.

Manufacturer narrative:
The results of this investigation are inconclusive since the products were not returned to aga medical for review.